Manufacturer narrative:
Initial and final (B)(4)- device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set was accidentally pulled out during use due to tubing catching on something or pump falling events on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.